Event description:
Nidek lasik laser used for regular lasik both eyes by dr (B)(6) at (B)(6). Prior to lasik, my vision was correctable with soft contact lense. It has now been 16 months after my lasik procedure and it has left me with severe dry eye syndrome, night vision disturbances to include glare, haloes, starbursts, and loss of contrast ability. Symptoms of night vision disturbance began immediately following lasik. Symptoms of dry eye syndrome did not become noticeable until 3 months following lasik. My vision is permanently changed. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: nearsighted. Event abated after use: no.